Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call due to low blood glucose. Customer's blood glucose was 54 mg/dl. Customer believed that insulin pump was over delivering. Customer was treated at home by paramedics. Customer was treated with glucagon. Customer was disconnected from insulin pump for less than 48 hours. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.